Manufacturer narrative:
Please review attached for the investigation results.

Event description:
It was reported that a revision surgery was performed. The surgeon decided it is not the product failure.